Event description:
A user facility reported this lma deflated during use in a pt. The case was completed with the lma. There was no pt injury or problem. The user facility has returned the lma for eval.